Event description:
While using a byte night aligners, patient experienced loose teeth and no straightening of teeth. Patient's dentist found patient to have recessed gums and advised patient to stop treatment immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.